Event description:
It was reported that this right ventricular (rv) lead exhibited increased threshold outputs. This rv lead was explanted, replaced with the same model and returned for analysis. No additional adverse patient effects were reported.